Manufacturer narrative:
The patient/family was the initial reporter.

Event description:
The customer reported that he obtained a blood glucose reading of 34 mg/dl on a contour next link 2.4 meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.